Event description:
A report was received that the patient was having discomfort in the ribs. It was also reported that they were not sure about the cause but was assumed that the lead, being intrathecal, right next to the spine was causing the discomfort. The patient underwent a revision wherein the leads were replaced. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.